Event description:
It was reported the patient's blood glucose rose above 298 mg/dl. The pod was worn for between 4 and 24 hours on the abdomen. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the top battery, catch beam, and pcb assembly. A crack was noted on the top housing near the corrosion, however it could not be conclusively determined if this crack contributed to the corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which result in fluid leaking inside the device. This tear contributed to the corrosion observed inside the device and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.